Event description:
It was reported by the customer that the pyxis medstation es experienced that all patients are not crossing to all stations, which hindered users from accessing the medication.this incident resulted in a delay to patient care and there was no patient harm.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patients are not crossing to all stations due to software issue. A technical support specialist confirmed that the issue was resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server. The system functioned as intended after the field service engineer serviced the device.